Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when dissecting the right thyroid, it was impossible to stimulate the vagus nerve. Re-position of the tube was done after the insertion. User confirmed that the issue is probably linked with a misplacing of the tube at first placement. The operating team was forced to re-intubate during the operation with another 7mm probe to ensure the position of the nerve. There was no patient impact.